Manufacturer narrative:
On 8/15/2019, the mentor failure analysis lab received the device for evaluation. On 8/22/2019, mentor received an update on the events submitted in the initial report. During the patient's explantation procedure, the surgeon discovered that the right-sided device was not ruptured as we had originally reported. Additionally, the device was replaced with a 450cc mentor gel implant. On 9/4/2019, the product investigation was completed. Device investigation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the sample, it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer record number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction revision with a 500cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced with a mentor gel implant.